Event description:
It was reported "a pt had anesthesia for back surgery, pt was put into 'prone' position for 2-3 hours. After surgery the pts anesthesia was stopped and extubated. After one minute the pt spat out a piece of plastic thought to be the same size as the murphy eye on the tube."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product was discontinued once pt was extubated. It was reported via documentation that the issue did not result in serious injury and the pt did not require medical treatment or intervention for this reported event issue. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).